Manufacturer narrative:
We received one 120403f catheter was returned without the packaging for evaluation. The reported of unable to inflate the balloon was confirmed. Examination of the catheter tip found that the latex appears to have been torn off the tip and was not returned. It appears the windings are still attached. The catheter tip is broken off at the proximal edge of the proximal windings and appears to be still held in place by the proximal windings. The latex from the balloon tip that was pulled off the catheter was not returned. As stated in the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Per the IFU the max pull force for this catheter is 0.7 lbs on an inflated balloon. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. . A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that a patient had an acute stenosis in the left arm thereby requiring a thrombectomy of the left radial artery. During the embolectomy procedure, it was noted that the balloon could not be inflated and seemed to be stuck in the artery. The skin incision was opened to the left radial artery, where it was discovered that the wire of the catheter had perforated the wall of the vessel. The catheter and wire were removed and a patch was placed on the artery prior to wound closure. Blood loss was minimal and the patient recovered well.